Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was at elective replacement indicator (eri) with a time stamp of (B)(6) 2015 due to long charge times. The device case was removed to facilitate the inspection of the internal components. Detailed examination of the internal components found a component on the device hybrid was in an open condition, resulting in the observed long charge times and resultant premature declaration of eri.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this device went to the hospital after hearing tones being emitted from the device. Interrogation revealed that the device had reached explant status. The previous follow-up performed in november showed the estimated longevity was seven years. There was a concern that the battery had depleted quicker than expected. A memory download was performed and sent to boston scientific technical services (ts) for review. Analysis of the data confirmed that the explant status was triggered due to increasingly long charge times. Although the actual battery voltage was normal, the charge times are longer than normal which could affect therapy delivery for the patient. Replacement of the device was recommended. A revision was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.